Event description:
Implant date: 1993. Post operative x-rays reveal a pseudoarthrosis. Revision surgery on 6/9/1994 to repair pseudoarthrosis and replace implant. Pt complains of noise coming from her back and of pain. Revision surgery in 1995 to replace device and repair pseudoarthrosis at which time implant was found to be "loose". Surgery on 8/8/1995 for anterior interbody fusion due to pseudoarthrosis.